Event description:
The customer reported a vent inop condition: post timer 24v failure. When the customer went into the diagnostic mode to clear the code the device gave a message that it was looking for download to server. No patient involvement / harm.